Manufacturer narrative:
The subject device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During a laparoscopic keyhole surgery with the cv-190 and the ch-s190-xz-e, scope communication error e216 appeared on the monitor and endoscopic image disappeared. After the user rebooted the two devices, they worked properly. The user completed the procedure by using the two products. This is a report for ch-s190-xz-e.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not investigate the device, because the device was not returned to omsc. Omsc reviewed the manufacturing history (DHR) of the device and confirmed no irregularity. On-site investigation by olympus engineer confirmed the following. -the reported phenomenon was not reproduced. - there was a failure in the video connector socket on the user's cv-190. Since the device was not returned, the exact cause was unknown; however, omsc assumed that the cv-190's damage contributed to the reported event.